Manufacturer narrative:
A bci fse (field service engineer) replaced the co2 electrode and the ise pre-amp board and while these measures resolved the problem, a clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 to (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that erroneously low carbon dioxide (co2) results were generated by the analyzer of the synchron cx delta clinical system and that this has been a previous intermittent issue. Prior to each event, the ise (ion-selective electrode) system was calibrated and qc (quality control) results were within the laboratory's established ranges. The low co2 results were detected as they occurred and no false or erroneous results were reported out of the laboratory. The samples were re-run and the results were within the expected range and these results were reported out of the laboratory. The customer provided an example of one low co2 result and the repeated result for one pt. There was no report of serious injury or any adverse event related to this event and there was no effect to pt treatment.